Event description:
It was reported that the user experienced persistent high blood glucose reported at 401 mg/dl while using the ilet with a contact detach infusion set, with the device displaying high and multiple occlusion alerts indicating obstruction of insulin flow that only resolved after a full supply change; the user had removed and reinserted the cartridge and attempted to fill tubing without success until supplies were changed. Investigation of this case revealed obstruction of flow consistent with an occlusion and a deformation-related problem traced to the connector/coupler of the infusion set, which interrupted dosing until the supply change restored delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.